Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device and patient lost therapy. Recovery efforts were unsuccessful and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.